Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric and 90% stenosed proximal left anterior descending artery. A 3.5x20 mm nc trek was being used for post-dilatation; however, the balloon ruptured at 6 atmospheres during the first inflation. A non-abbott balloon was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: neo's rinato; guide cath: taiga 6f ebu35. (B)(4) - failure to follow steps/instructions. The device was returned for evaluation. The balloon rupture was not confirmed, however there was a hole in the shaft. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture, torn shaft or improper procedure reported from this lot. Based on the information reviewed, there is no indication of a product deficiency